Event description:
The user facility reported that the doctor stated there was no evidence of a collagen plug when he pulled back on the threads. There were no known effects on the patient.

Manufacturer narrative:
Patient identifier: requested: not provided, age & date of birth: requested: not provided, patient sex - requested: not provided, weight - requested: not provided, ethnicity - requested: not provided, race - requested: not provided , implanted date: device was not implanted, explanted date: device was not explanted, occupation: nurse: unit manager. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. For this reason, investigation conclusions code 11 has been referenced in section adverse event problem.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. A review of the device history record of the product code/lot# combination was conducted with no findings related to the reported event. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.